Event description:
It was reported the patients therapy was non-functioning and that the implantable neurostimulator (ins) was removed last october "or last fall sometime." Additional information received reported the "impedances were abnormally high suggesting a disconnect or short in the system somewhere." It was reported the "battery pack" was explanted on (B)(6) 2013. It was reported the patient felt "uncomfortable at the battery insertion site."

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3998, lot # v019145, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).